Manufacturer narrative:
Section h4: correction manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 2 months. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had driveline tenderness starting on (B)(6) 2019 followed by increased drainage. The patient was admitted on (B)(6) 2019 it was reported that cultures grew heavy growth (B)(6). The patient was started on intravenous antibiotics. The driveline exit site showed improvement with less tenderness and drainage. It was planned to discharge the patient home on (B)(6) 2019 with continued intravenous antibiotics as outpatient through (B)(6) 2019.